Event description:
The shaft of the device while in the esophagus of a patient separated from the balloon part. The balloon eventually was retracted at the request of the covering gi via flexible esophagoscopy, no harm to the esophagus was noted and the patient's abdomen was unaffected and procedure and post-anesthesia course were uneventful. Reason for use: esophageal deviation during electrophysiology study.